Manufacturer narrative:
It was reported the switch was cracked and the consumer gets mild shocks when she holds the trigger switch down. Upon examination, we discovered that the casing had been cracked which might have caused a shock. During testing, no shock was produced.

Event description:
Consumer mailed in her pad noting that it shocked her while using it.